Event description:
It was reported that the patient was no longer getting adequate pain relief and the leads had high impedances. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5100226.